Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient receiving baclofen (at an unknown concentration and dose) via an implantable infusion pump. The indication for use was cerebral palsy and intractable spasticity. It was reported that after the patient's last refill appointment they had been experiencing horrible spasticity/spasms and could not even talk. It was noted that the issue was progressively getting worse. No further complications have been reported as a result of this event. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of the patient's spasticity was that catheter was not patent. Replacement pump was implanted. The issue had resolved. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp did not say kinked. The hcp said not working. The device was going to be changed for end of life following month and no issue with device so it was discarded. No further complications were reported.